Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert was triggered. The analyst noted that the left ventricular (lv) lead warning occurred on (B)(6) 2009. Analysis of the device memory also indicated the impedance on the lv pacing lead was undefined. The analyst noted that lv lead impedance data shows variable impedance in (B)(6) 2009 with measurements from 450 ohms up to greater than 9,999 ohms. Concomitant: 402352 lead and 452345s lead, implanted 1996-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture and had previously been abandoned. The lead was capped but not replaced as part of a system downgrade. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.